Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and updated event date. A titan otr pump and two cylinders were received for evaluation. The pump inlet tube with connector was detached for testing. Examination and testing of the returned components revealed a separation in the inlet tube of the pump at the tube/strain relief junction of the pump. Testing revealed this to be a site of leakage. Microscopic examination revealed a crease at the separation site, indicating the tube had bent onto itself. Abrasion was note don the longer exhaust tube and inlet tube of the pump. No functional abnormalities were noted with either cylinder or detached inlet tube with connector. Based on examination of the returned product, it was concluded that the abrasion marks noted on the longer exhaust tube and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the inlet tube to be kinked onto itself. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the inlet tube at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump tubing leakage.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.